Manufacturer narrative:
One ligasure device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned sample met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The jaw surface did not show evidence of knife trap. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had jaw issue. The device was difficult or impossible to open. The jaws were locked into place so they opened up another device. No patient injury occurred or medical intervention was required.